Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift with no patient movement or cardioversion was confirmed. It was reported that about four and a half hours into the procedure, there was a map shift noticed on the carto 3 system. The issue was noticed during mapping. Approximate shift in catheter location was 2cm in a superior direction. No cardioversion had been performed prior to map shift. No errors were displayed and there was no patient movement. After they had isolated the left vein, they moved to the right vein and completed isolation. The bwi sales consultant reported that when they went back to the left vein, it was noticed that the pentaray catheter was outside the geometry, and the cs catheter had moved as well. They made a brand new map, and the procedure continued without any other issues. The carto 3 system software version is v7. No adverse patient consequence was reported.

Manufacturer narrative:
The investigation was completed on (B)(6) 2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift with no patient movement or cardioversion was confirmed. It was reported that about four and a half hours into the procedure, there was a map shift noticed on the carto 3 system. The issue was noticed during mapping. Approximate shift in catheter location was 2cm in a superior direction. No cardioversion had been performed prior to map shift. No errors were displayed and there was no patient movement. After they had isolated the left vein, they moved to the right vein and completed isolation. The bwi sales consultant reported that when they went back to the left vein, it was noticed that the pentaray catheter was outside the geometry, and the cs catheter had moved as well. They made a brand new map, and the procedure continued without any other issues. The carto 3 system software version is v7. No adverse patient consequence was reported. Investigation details: the study data was requested by the device manufacturer to investigate the issue. The biosense representative (bwi) reported that the data is not available. Investigation of the map shift issue was not possible. The history of customer complaints reported during the last year associated with carto 3 system # #10286 was reviewed. A manufacturing record evaluation (mre) was performed for the system 10286, and no internal actions related to the reported complaint condition were identified. Based on the mre, the h4. Device manufacture date was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).